Event description:
The customer reported that they did not hear an alarm at the central station. The pt expired.

Manufacturer narrative:
(B)(4). The customer reported that they did not hear an alarm at the central station. The pt expired. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.